Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the empty pump alarm was occurring. The patient missed the refill and the low reservoir and empty reservoir were sounding. The caller requested information about priming the system. The clinician programmer showed 46.6 ml had been dispensed since the last update. The symptom reported was withdrawals. This was considered a sudden change in therapy/symptoms. On (B)(6) 2016, additional information was received. The patient had a pump refill appointment on (B)(6) 2016 and the withdrawal symptoms started on (B)(6) 2016. The empty pump and withdrawal symptoms had been resolved. The patient had a refill and was receiving intrathecal medication again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.